Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 0 units. Reportedly, the cartridge was filled with 390 units of insulin. The customer reloaded the cartridge and received a minimum fill notification. The customer loaded a new cartridge successfully and received an accurate fill estimate; however the customer did not observe insulin exiting the cartridge tubing. Reportedly, the customer had injections for alternate insulin therapy. The customer¿s blood glucose level was 199 mg/dl.